Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Litigation alleges injury. Doi: (B)(6) 2009 - dor: none reported (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
After review of medical records patient was revised to addressed metallosis right hip status post right metal on metal total hip replacement. Operative notes indicated subsequent recent x-rays demonstrated of subsidence overtime of femoral stem resulting to 1 cm limb length discrepancy. No fluid accumulation was noted other than benign appearing synovial fluid at the arthrotomy. The trunnion was noted to have no more than focal surface corrosion. The corrosion was very minimal as was the case with the femoral head. Attention was on the cup, there was some fibrous tissue which had grown in from one of the unused screw holes, otherwise the articulation was unremarkable. The trunnion was noted to be intact and no corrosion was present. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.